Event description:
It was reported that the patient had been receiving ineffective stimulation since falling on an unreported date. Reprogramming attempts were unsuccessful. X-rays were unremarkable for lead migration. As a result, the patient¿s ipg was explanted and replaced on (B)(6) 2018. Therapy was restored post-op.